Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that one day post implant high pacing thresholds were noted on this right ventricular (rv) lead. No asystole was for greater than two seconds as noted. The lead was repositioned with no issues with all measurements being satisfactory. No adverse patient effects were reported.